Event description:
During a knee arthroscopy procedure, the physician was utilizing a super multivac 50 icw. It was reported a fragment of the arthrowand became detached intra-operative. The physician was unable to retrieve the detached piece. The surgical wound was closed with the detached piece remaining in the patient's body. Attempts to obtain additional information regarding this event are ongoing. No further patient complications were reported as a result of this event.